Event description:
It was reported that the pump screen went blank unexpectedly, and the led was not blinking. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.